Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak inside the cycler cassette door after receiving an air detected in the cassette alarm. The patient was advised to cancel treatment. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited. The set was not returned for evaluation. No adverse event reported at this time.